Event description:
A baxter field service engineer reported an infusion pump with the flow rate too high. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the pump was evaluated on-site. The reported condition of flow rate too high was confirmed. Inspection of the device found that the reported condition was caused by a defective pump head module. The defective pump head was replaced.